Event description:
One plum IV tubing was connected into another via the blue clave port. Provider unscrewed the 2nd IV & walked away from the bed - a 2nd rn walked into the pt's room a few minutes later & noticed blood backed up in the tubing & dripping from blue clave, which had not popped back out to reseal itself - abbott rep informed & IV tubing given to her.